Event description:
Healthcare provided called with a vonvendi inquiry and reported an adverse event. Caller said the patient has noticed an increased amount of particulate remaining in the vial when she reconstituted the medication over the last two months. Caller reiterated this medication is not new to the patient, and she is knowledgeable about how to reconstitute and store the product. Caller expressed the patient is concerned about under dosing because of the increased amount of particulate that is remaining in the vial compared to the previous times she has reconstituted the medication. Caller said this occurred on separate occasions on unspecified dates in june 2023 and july 2023 with approximately 10 vials total. Caller said the pharmacy stores the medication at refrigerated temperatures prior to dispensing, and the patient stores the product at room temperature. Caller said the patient allows the reconstituted product to sit for 5 minutes before administering. Caller explained the patient's dose requires a total of 3 vials, and he is unsure if the patient is pooling greater than 2 vials into a single syringe at a time. Caller said the patient reported at times the mix2 device does not work because there are issues with the plastic piece, and she uses another device. Caller did not provide any further information on the type of device used or the number of times this occurred. Caller confirmed the solution within the drawn up syringe is clear and colorless, and the particulate remains in the vial only. The patient has not administered any solution with particulate. Additional information received on 08/18/2023: patient told that the issue is for diluent transfer of the last 2 vials of lot tva22018 and for another set of 8 vials in the past which the 8 vials lot numbers was unknown.

Manufacturer narrative:
The complaint is not confirmed as no samples were returned, and no manufacturing issues with the process, equipment, or material were identified that could have adversely impacted the quality of the product. There was no trends identified. No root cause related to manufacturing was identified in the course of the investigation. As a result, no escalation, no deviation, and no corrective and /or preventive actions are warranted at this time.